Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. A physician contacted boston scientific technical services (ts) and reported that the lead also exhibited non-physiologic noise that resulted in two non-sustained ventricular tachycardia (vt) episodes. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information was received that the lead was explanted and replaced approximately six months later. Available information indicates that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. Additional information was received that tachycardia therapy was programmed off in the device pending a revision procedure. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and returned 5 years later for unrelated reasons.